Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc line broke four cm from the distal tip during removal. The area was cleaned with dexadin and dried completely prior to insertion. The catheter was not difficult to handle during insertion. It was inserted in the umbilical cord and the line was flushed on a regular basis. The customer further reports that the uvc was removed on (B)(6) 2012 and was not replaced. The pt has been discharged.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.